Event description:
(B)(4). I was implanted with the essure device in an ob/gyn clinic procedure on (B)(6) 2006. I was given oral sedatives. It was an extremely painful procedure. After 6 weeks, I returned for the confirmation x-ray. The doctor could not confirm correct placement at that time. She contacted other doctors and also contacted conceptus, the manufacturer of essure. She was advised that the devices should be surgically removed. She contacted me and suggested a tubal ligation and removal of the essure devices. The tubal ligation was performed on (B)(6) 2006. The essure devices had migrated out of my fallopian tubes. They were tangled together and embedded in my pelvic wall. The devices were removed and a tubal ligation was performed. I was told the devices were intact and completely removed. During the following years, I had issues with abdominal pain, joint pain, lower back pain, headaches, severe menstrual pain, blood clots during menstruation, chronic urinary tract infections, yeast infections, and various other maladies. I was finally able to find a medical professional that listened to me at our local clinic. She suggested an ultrasound. The ultrasound was performed (B)(6) 2015 at our local hospital. A foreign object was detected in my uterus. An x-ray was performed (B)(6) 2015. The x-ray confirmed what appeared to be a coil fragment was present. I was referred to a surgeon, who agreed to perform a hysterectomy. The hysterectomy was performed (B)(6) 2015. A coil fragment from the essure device was found embedded in my uterus. I am now 19 days post-op. I feel better now than I have in years. I needed two surgeries to correct a "non-surgical" procedure. I wish I had never heard of essure. Please stop this horrible device from injuring other women. I have attached a picture of the portion of the device that was removed from me in 2006. I have not yet received the fragment that was removed during the hysterectomy.